Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative (rep) went to the site to test the imaging system. The door would not open. They replaced the door switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that several issues while in surgery. The site performed several 2d scout shots successfully. However, when attempting to take a 3d spin, the pendant on the image acquisition system(ias) displayed the system as open, despite being physically closed. A reboot did not resolve the issue. The site attempted to open the ias via the pendant, but was unsuccessful. The site then performed a manual open of the ias via the socket wrench. Patient was removed successfully. In troubleshooting the gantry doors were physically closed again, but the pendant still displayed the system as open. Technical service had site perform a reboot and a gantry hug, did not resolve issue. Site unable to home or open gantry at time of call. This was occurred intra operatively. Navigation and imaging were aborted. No additional information was provided.